Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006 which is indicative of high voltage during charging being detected. The battery of this ICD was suspected to have prematurely depleted as well. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis of the device was performed. Visual inspection noted an arc mark on the from the device can, possibly from electrocautery use. Review of the device memory log found that the device declared a high voltage system fault shock lead shorted (code 1004). Later in time a high voltage system fault high voltage during charge (code 1006) was observed. An x-ray of the device showed a damaged plasma fuse. Analysis was able to confirm the allegation made against the device in the field.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1006 which is indicative of high voltage during charging being detected. The battery of this ICD was suspected to have prematurely depleted as well. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.